Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported no receiving the glucose alarm alerts while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced sweating and was provided oral glucose gel by their wife for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury.

Event description:
A caregiver reported no receiving the glucose alarm alerts while wearing the adc freestyle libre 2 sensor. On 01-aug-2021, as a result, the customer experienced sweating and was provided oral glucose gel by their wife for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 4 (expired state). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The low and high glucose thresholds were set in the known good reader¿s alarm settings. The sensor was activated with the known good reader. A linearity test was performed, and both high and low glucose alarms were successfully activated. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.